Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set and its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels could not be confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.